Manufacturer narrative:
This MDR is for the 2nd of 3 devices reported (B)(6) 2010 by the same (B)(6) distributor. This 2nd device report is associated with starion instruments (B)(4). Product has been requested but not returned. Therefore no inspection could be conducted. No pt info was provided.

Event description:
Company sales representative was advised that the distributor in (B)(6) had three thermal ligating shear failures where the silicone boot came off. Complainant reported. This had neither an effect on the procedure itself nor on the patient. Procedure identified as an lavh, lavh hysterektomie. This report is on the 2nd of 3 devices identified, a tls3 device.